Event description:
Edwards received information that this bioprosthetic valve, implanted approximately three (3) years, was explanted due to bioprosthetic aortic valve regurgitation and perivalvular leak. The operative report notes dehiscence of the valve. The explanted device was replaced with another edwards valve. The patient tolerated the procedure well. There were no reported complications.

Manufacturer narrative:
(B)(4). It was reported that the valve was explanted due to aortic regurgitation and perivalvular leak. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. While the majority of affected patients are asymptomatic, pvl, when severe, can lead to significant morbidity including heart failure and hemolytic anemia. The operative report notes dehiscence of the valve. Ring or valve dehiscence may occur early or late. Late dehiscence can occur as a result of successive dilatation of cardiac structures that result from progression of disease. In this case, there is insufficient information to confirm the root cause of this event; however, the dehiscence likely caused the patient's pvl. There have not been any allegations of a quality deficiency related to the explanted valve. No further actions are possible with the available information.